Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Additionally, customer reported that air bubbles were observed within the tubing. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer is not removing cartridge air correctly. Tandem clinical support informed customer that not removing cartridge air properly, is off label per the user guide. Customer primed the tubing, delivered an air bolus and successfully resumed insulin therapy. Customer¿s blood glucose level was 151 mg/dl.